Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that this lead was surgically abandoned and replaced without incident.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited abnormal sensing and low out of range pacing impedance measurements. During assessment noise could be reproduced. The patient is not pacemaker dependent. No adverse patient effects were reported. Surgical intervention is pending but not yet performed. As of today the lead remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.